Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).